Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of a balance middleweight hydro guide wire (bmw gw) from the dispenser hoop coil, it was noted that it was unraveled [gw is still held together by the tip coils and remains in one piece]. The device was not used and there was no patient involvement. Another bmw gw was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire; however, the reported break was unable to be confirmed as the guide wire did not have any visible breaks. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported. The investigation determined the reported core break appears to be related to case circumstances of the procedure. In this case, based on the reported information and returned analysis, it is likely that during removal from the dispenser coils and/or the tip shaping process, the tips coils became stretched on the distal end of the center solder causing the misaligned coils and appearance of break. The noted bend on the tip appears consistent with the tip shape process prior to use and this guide wire was doesn¿t not have a pre-shaped tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.